Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an impedance jump from the mid 700 ohms range in late (B)(6) 2010 to 1400-1500 ohms by early (B)(6) 2010. Capture threshold varied historically, but since the impedance jump threshold has remained high.